Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the system on-site and confirmed the system was not booting. During troubleshooting, fse discovered that the power to the drive bay in the host pc was off. Fse powered on the host pc manually after enabling power to drive. The system booted up without any issues. Fse updated the date and time on the host pc after the in-house engineer changed the host pc's basic input/output system (bios) battery. Fse also performed the bodyguard calibration. Following that, the system was restored to proper functioning order. The codes were updated based on the investigation outcome.